Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device replacement procedure, when taken out of the header of the device the insulation of the atrial lead was detached, and the lead came out without the insulation. Diagnostic testing/troubleshooting was performed, and the atrial lead remains in use. No patient complications have been reported as a result of this event.